Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity device was to be used during a colonoscopy procedure. According to the complainant, while unpacking for the procedure, forcep cover was removed and it was observed that the pull wire was disconnected from the jaw on one side only. This device was not used on the patient and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Reported event of wire disconnected. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).